Manufacturer narrative:
User facility reported on MFR.report # (B)(4), uf/report # (B)(4).

Event description:
It was reported when attempting to remove the drill bit the device broke. A portion of the bit was left in the patient after a short attempt to remove it by the surgeon. This portion protrudes out of the bone by roughly 2 mm and is recessed in the most proximal screw hole in the plate. The broken piece does not extend out of the plate profile.